Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_967 - paradigm, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 8x4 mm amplatzer valvular plug iii was chosen for a procedure. During procedure, the device interacted with the mechanical disk of an unknown aortic mechanical valve. The decision was made to percutaneously explant the 8x4 mm amplatzer valvular plug 3. An 8mm amplatzer vascular plug 2 was prepared for procedure and released from the delivery cable. However, the decision was made to also percutaneously explant the 8mm amplatzer vascular plug 2 due to an unknown reason.

Manufacturer narrative:
H6 health effect - clinical code 4580 was removed. H6 health effect - impact code 4641 was removed. An event of unable to implant the device and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no allegation of malfunction against the abbott devices or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the instructions for use, amplatzer vascular plug ii, arten600196858, revision 1.12, stated "intended use: the amplatzer¿ vascular plug ii is indicated for arterial and venous embolizations in the peripheral vasculature." This is considered as an off-label use of the device. However, it was unable to determine if the off-label use contributed to the reported incident. In addition, the implanting physician was aware the amplatzer vascular plug IFU. Therefore, a letter will not be sent out to the accountant.

Event description:
Subsequent the previously filed report, additional information was received and a correction needs to be made as both the 8x4 mm amplatzer valvular plug 3 and 8mm amplatzer vascular plug 2 were never released from their respective delivery cables. Both plugs were able to be safely removed after they were deemed inadequate for perivalvular leak reduction. The patient remain hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. There is no allegation of malfunction against the abbott devices or procedure. The patient had trivial perivalvular leakage and class 1 new york heart failure symptoms at the time of report.